Event description:
Updated event description it was reported that on (B)(6) 2021, the patient underwent revision surgery of an ankle due to failed fixation. The patient reported twisting their ankle post-operative leading to fixation to fail. The hardware was successfully removed and a couple of the unknown screws were bent. It was implanted on (B)(6) 2021, it was revised with a fibula plate. There was also non-union. The procedure was completed and the patient outcome was unknown. Concomitant device reported: unk - plate (part# unknown; lot# unknown; quantity: unknown). This complaint involves four (4) devices.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated event description. H3, h6: the investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Patent identifier: (B)(6). This report is for an unk - screws: cortex/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Phone# (B)(6). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent revision surgery of an ankle due to failed fixation. The hardware was successfully removed, and a couple of the screws were bent. It was revised with a fibula plate. While doing the case the universal small fragment screw rack measuring part did not function correctly because it was bent. The procedure and patient outcome were unknown. Concomitant device reported: unk - plate (part# unknown; lot# unknown; quantity: unknown). This complaint involves (4) devices. This report is for (1) unk - screws: cortex. This is report 1 of 4 for (B)(4).